Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with sensors. The customer¿s blood glucose level was over 400mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose levels. The customer stated that they were having trouble with tape not sticking. The insulin pump is being replaced and is not expected to return for analysis. No further details are given.